Manufacturer narrative:
(B)(4). Approximate age of device - 1 day. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that when the patient was extubated the following day of surgery, the vad team found that the patient had experienced a stroke with left sided weakness and garbled speech at extubation. The neurologist is confident that the patient will recover from the stroke. The stroke was not a minor tia as the area involved was fairly large. The patient was re-intubated the same day, hoping to be extubated again. The patient had some fever but no signs of infection. The patient was monitored with a goal of getting the patient extubated, up and moving quickly for rehabilitation. The patient has been discharged to a rehab facility. Additional information was requested, but was not provided.

Manufacturer narrative:
A correlation between the device and the reported stroke could not be conclusively determined. Stroke and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.